Manufacturer narrative:
This left ventricular (lv) lead is not to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited r-wave sensing of 0.8mv, impedance of 362 ohms and thresholds of 6.5v@2.0ms. There were several non-sustained episodes. The lead dislodgement was confirmed by x-ray that showed the proximal coil in the subclavian vein. At the explant procedure, the lead was fixed with two sleeves, so the reason for this dislodgement is unknown. The lead was replaced. No additional adverse patient effects were reported.